Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/23/2015. The following actions were performed as part of system verification: latex procedure, clog detection reproducibility procedure and manually adjusting calibration factors. Upon return visit the following day, the fse observed the following: patient data was deleted, calibration factors were set to default, target values were set to default and the laboratory information system (lis) was not transmitting on correct settings. The fse replaced the main board (cb2/cb8) to resolve the issues. The system performance was verified. (B)(4).

Event description:
The customer reported receiving fatal database error messages and experiencing issues with startup and shutdown on a coulter act diff 2 analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The cb2/cb8 main board was returned to beckman coulter for evaluation. The assembly passed all testing procedures, and the complaint could not be duplicated. The results of the investigation are currently inconclusive.